Event description:
Event description guidant received information that as a result of twiddler's syndrom this defibrillation lead dislodged. It was also reported that patient received inappropriate shocks as a result of oversening atrial activity.